Event description:
It was reported that the device lost aspiration. A 2.1 mm jetstream xc catheter was selected for a bilateral leg angioplasty procedure in the superficial femoral artery (sfa). During the procedure, it was discovered that the device was not aspirating properly. The device was removed from the body without any patient complications. A second device was opened and the procedure was completed successfully.

Manufacturer narrative:
A2: age at time of event: over 18 years old.

Event description:
It was reported that the device lost aspiration. A 2.1 mm jetstream xc catheter was selected for a bilateral leg angioplasty procedure in the superficial femoral artery (sfa). During the procedure, it was discovered that the device was not aspirating properly. The device was removed from the body without any patient complications. A second device was opened and the procedure was completed successfully.